Event description:
When I used my freestyle libre 3+ it said I was in the 200s mg/dl and when I tested with my freedom freestyle lite glucose monitor it said I was in the 370s mg/dl. All I know is that it was about 140 points off mg/dl. When I used my freestyle libre 3+ sensor I started out about 30 or 40 points below my regular glucose monitor when I began my continuous glucose monitor and have been about 40 points above my cgm since for the past week. Now the freestyle libre 3+ sensor has displayed a message saying it does regular quality checks and it has shut down for my safety and that I should replace it. It won't let me restart it, so I took it out of my arm. I was hoping to get a replacement for free if at all possible. I thought I also got two from my pharmacy, but if so I don't know where the other one went. I put in my product serial number to see if it was affected by the recent freestyle libre 3+ product recall and it said it wasn't affected, but then why has my readings been consistently lower on my cgm than with my regular glucose monitor for about a week now. My product serial number is (B)(6). Thank you!